Manufacturer narrative:
The investigation was constrained due to the defective product not being returned for analysis. Based on the incident description and the photos the assumption of a partial cuff separation can be confirmed. Because of the missing batch numbers it cannot be traced if the tubes were manufactured prior of after implementation of the CAPA actions. This is a rare product defect.

Event description:
1) what went wrong? The cuff partially detached from the tube. Two tubes affected 2) description of the health effects: the patient felt very distressed and uncomfortable. Both tubes were changed and the situation improved.